Event description:
The international customer reported the device alarmed and vent inop when the unit was turned on. During drpt review. Showed codes that indicated an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was not in use therefore there was no patient involvement or harm. The service technician stated that the data acquisition was replaced to address the reported issue.